Event description:
It was reported that balloon rupture occurred. The target lesion was located in the superior vena cava. An 8.0 x 80, 135cm mustang balloon catheter was advanced for dilatation. However, during inflation, the balloon was fractured. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the superior vena cava. An 8.0 x 80, 135cm mustang balloon catheter was advanced for dilatation. However, during inflation, the balloon was fractured. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable. It was further reported 50% stenosed target lesion was located in a moderately tortuous and non-calcified vessel. The balloon was inflated once and ruptured at 12 atmospheres for 30 seconds.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6).